Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had increased muscle stiffness and generalized muscle weakness resulting in worsening ambulatory dysfunction. They had no other symptoms. This issue required in-patient/prolonged hospitalization. Imaging was performed on (B)(6) 2018 and the results were normal. The patient was reprogrammed and the issue resolved without sequelae on (B)(6) 2018. No further complications were reported as a result of this event.